Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: which firing did this occur on? Surgeon cannot remember. However, it was not the first firing. Did anything unexpected happen prior to this incident? Yes, see next answer. Was the clip fully advanced into the jaws? Yes, but the reloading must be repeated, because the device did not reload automatically. Surgeon was in the opinion that the device contains less staples than it should. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel/tissue was the device fired on? Please specify. Pancreas, soft tissue. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? No. What were the patient¿s pre-existing conditions? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. What is the patient¿s current status? Patient is fine. There were no adverse consequences. Is the surgeon an experienced user of this product? Yes.

Manufacturer narrative:
(B)(4): added additional information the analysis results found that the mcm30 device was returned in good visual condition inside its sterile package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed thirty clips as intended. No feeding issues occurred during the analysis. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Event description:
It was reported that during a whipple procedure, clip cut the tissue. Another like device was used to complete the procedure.